Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the high 300's and 400's (mg/dl). The customer reverted to manual injections and reported that the bg level returned to normal.